Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/9/2020. A manufacturing record evaluation was performed for the finished device pmk184 batch number, and no non-conformances were identified. Additional information was requested and the following was obtained: they were able to find the needle. Lap procedure, and they did not have to open the patient to find the needle. No adverse to the patient related to this issue. Case did not need xray. The vicryl was a laparoscopic case, lost while suturing a ureter back onto a kidney, was found after much digging around. No fragments were left in the patient. Additional h3 investigation summary: it was reported that the needle fell off the suture while being used inside a patient. It was received for analysis a sealed box with thirty-six unopened samples and an opened box with eight unopened samples of product code vcp303h, lot pmk184. The complaint sample was not returned for evaluation. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or detached needle were observed. A functional test was performed and the pull force were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were they able to find the needle after the x-ray done? Yes. Was any fragments left in patient? If yes, are they going to go back in at a later date to retrieve? No. The following information was requested, but unavailable: was it a lap procedure? If yes, did they have to open up the patient to locate the needle? Any adverse to patient reported to this issue? What cavity were the surgeons operating on/did the needle fall into? What tissue was being sutured?

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. The needle fell off the suture while being used inside the patient. The surgery was delayed and an xray had to scan to find the needle. There were no adverse patient consequences reported. Additional information was requested.